Event description:
During left shoulder arthroscopy the arthrex scorpion multifire needle had a small piece of the tip break off inside the patient. A new needle was opened and the tip broke off of the new needle as well. Surgeon unable to retrieve or see the pieces on the screen.